Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The event can be detected by following the instructions for use which state: "[inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function]. Inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer, there was a pinhole observed on the evis lucera elite gastrointestinal videoscope. During inspection and testing of the returned device, foreign debris was found in the nozzle. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. The watertightness of the up/down knob was not maintained. In addition to the findings reported in b5. Scratches were found on the device, there was dirt on the objective lens, cloudiness on the image, the flexible tube for the insertion section was crushed, there was a wrinkled insertion tube, missing adhesive on the bending section cover, a corroded up/down knob and air/water supply cylinder and the control body was discolored. The customer provided additional information, regarding the cleaning, disinfection and sterilization (cds). According to the customer, the subject device was cleaned/disinfected and sterilized prior to being sent in to olympus. The customer was unable to provide details on what the debris may have been. There was no delay in the precleaning of the device. The air/water nozzle was flushed with air/water, there were no known abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free clothes, brushes/sponges. And the customer also flushed the air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.